Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a visible blood leakage occurred at the start of treatment involving a theranova 400 dialyzer. It is unknown if the blood leakage was from the blood side to the fluid side or an external blood leakage the treatment was stopped and later restarted with a new theranova 400 dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information added to event. It was reported during follow up that the leakage was noticed on the arterial side within the filter, there was no external leakage of blood and the leakage was detected by the machine. Should additional relevant information become available, a supplemental report will be submitted.